Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Product available to stryker. Device evaluated by mfg. A review of the device history records and complaint history could not be performed because the device associated with this event was not returned nor was a valid lot code provided. Visual, dimensional and functional analysis could not be performed as the device could not be located for return. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Device not returned.

Event description:
It was reported that during right hip revision surgery, upon inspection sales rep found out that the reamer handle was broken. Competitor's implants were taken out.

Event description:
It was reported that during right hip revision surgery, upon inspection sales rep found out that the reamer handle was broken. Competitor's implants were taken out.